Manufacturer narrative:
Product analysis: visual and optical review confirms breakage. Witness marks found on lower flank of broken off portion of thread, consistent with over-tightening. The breakage is consistent with excessive torque applied during tightening of the central nut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation and fusion surgery due to cervical vertebra degeneration. Intra-op, during surgical implantation, the crosslink cracked at the place where it locks; hence, this cracked crosslink was replaced with a new crosslink. No fragment of the cracked crosslink remained inside the patient. No injury to the patient was reported.